Event description:
The mammotome needle used for breast biopsy seemed to be functioning properly. When the chamber was removed in order to remove tissue sample there was no samples in the chamber. A different device was then used to retrieve adequate samples. Vendor contacted. Mammotome device and mammotome 13 gauge probe lot # f12042484d have been removed from use. FDA safety report ID # (B)(4).